Event description:
The hospital reported that during a procedure, it was noticed there were little pieces of plastic inside the tunnel, inside the leg. The pieces were removed from the original incision without any problems. A replacement device was used to complete the procedure. When observed, the device did not have any missing or broken pieces on the jaw. No pt complications were reported by the hospital.

Manufacturer narrative:
The pt and device codes in h10 were coded by the MFR. After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for eval, it will be difficult to confirm the reported problem. A lhr review was completed for the product, there was no nonconformance associated with the lot number.